Manufacturer narrative:
Product complaint # (B)(6). Gtin: unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An opticage was implanted by (B)(6) on (B)(6) 2016. The intra-operative film shows the cage is fulling seated in the disc space and completely expanded in the space. Patient presented with leg pain at a follow-up visit on (B)(6) 2016 following a fall. The patient was x-rayed and found the cage had collapsed and backed out of the disc space. The surgeon followed the patient until (B)(6) 2017 and found the implant had backed out further into the spinal canal based on the review of the (B)(6) 2017 x-ray. The patient was scheduled for surgery on (B)(6) 2017 to either remove from the l4-5 disc space or impact it back into the space. Patient consequence? :yes. Patient consequence description:leg pain and weakness. Dural tair with cfs leak. Action taken for procedure: during exposure, a dural tair was found. Therefore, the surgeon decided to use various impactors to impact and turn the implant deep into the disc space. Then, he revised the zimmer 4 screw cortical fix contract by placing 4 pedicle screws and compress. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.